Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported a left side capsular contracture baker grade is unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing." Additional, changed, and/or corrected data: b.5, b.7, d.6b, d.9, g.2, h.3, h.6.

Event description:
Patient reported a left side capsular contracture baker grade IV. Healthcare professional reported "closed capsulotomy" was performed. Device has been explanted.